Event description:
Anspach complaint hospital reported advised two devices are in need of repair for unspecified malfunctions. No further information was provided. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Manufacturer narrative:
Device is an instrument and it is not implanted/explanted. Additional evaluation was conducted. The report indicates that the customer did not allege or identify any specific deficiency, and the device met all operational specifications during testing, and no problems were observed. Placeholder.